Event description:
It was reported that stent movement on balloon occurred. The target lesion was located in the mid left anterior descending artery. A 3.50mmx16mm promus premier¿ stent was loaded into the guide wire however it was noted that the stent was not fitted properly on the stent delivery system (sds) balloon. The device never went into the patient. The procedure was completed using another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). The stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent had moved proximally on balloon and the crimped stent was damaged along its entire length. The balloon profile was reviewed and appears to have received damage as a result of the stent moving proximally out over the proximal markerband. A visual and tactile examination found that the inner wire lumen and outer lumen experienced severe damage along the majority of its length. The inner wire lumen appears accordioned within the balloon chamber portion and the inner/outer lumen appears severely stretched between the proximal balloon edge to 125mm distal of the port bond skive. The extent of the damage is significant and appears to have been caused by mishandling of the device during stent protector/mandrel removal. On an attempt to remove the stent protector from the crimped stent, it appears the outer shaft was grasped 125mm distal from the port bond skive with an attempt made to move the stent protector distally. This attempt caused the outer shaft to stretch causing damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).